Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of pictures provided identified revised articular surface and patellar components without damage, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a knee arthroplasty revision due to pain approximately thirteen (13) years post-operatively. The articular surface and patella components were revised.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown nexgen patella catalog #: ni, lot #: ni, unknown nexgen tibial component catalog #: ni, lot #: ni, unknown nexgen femoral component catalog #: ni, lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.